Manufacturer narrative:
On 6-jul-2023, bwi received additional information regarding the event. The thrombus and char were identified on the electrode tip. There were no temperature or flow issues on the catheter. The patient was anticoagulated. Act was maintained 300-400. As the issue was found after the procedure, we could not identify the exact figures. The average throughout the procedure were catheter temperature: 24, impedance: 130o and power: 40-45w. No neurological symptom occurred since the procedure was completed. Concomitants added: carto 3 system, smartablate generator, smartablate pump. Additionally, the product investigation was completed. Device evaluation details: the device was visually inspected, and char/thombus/clot attached on one on electrode of the device's tip was observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 30977681l and no internal actions related to the complaint were found during the review. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-jun-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve in which char was attached on the electrode when the catheter was checked after the procedure. The char was on the tip of the electrode. The octaray was still in the patient's body when ablation was conducted and ablation was conducted near the electrode. The procedure was completed without patient's consequence. As a result, this diagnostic catheter is being reported to the FDA for thrombus/clot. Char is not MDR-reportable. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).